Event description:
In early 2009, the patient's mother reported that the patient experienced elevated blood glucose of 370 mg/dl at 6:00pm and he bolused 5.4 units of insulin. His most recent blood glucose value was 325 mg/dl at 8:40pm. His target blood glucose range is 80-120 mg/dl. She stated that there were 2 small air bubbles in the infusion tubing and she was not able to remove them through priming. She was advised to change the infusion site and tubing and she was educated on infusion site management. A request for additional training was submitted. The patient was sent sample infusion sets and the information on infusion site management. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.